Manufacturer narrative:
(B)(4). The device has not been received for evaluation; therefore a failure analysis of the complaint device could not be completed at this time. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excelon needle device was used in the lung during a radial endobronchial ultrasound procedure performed on (B)(6) 2016. According to the complainant, the procedure was completed using the 19g excelon needle with no patient complications. After the procedure, the patient underwent chest x-ray and a radiopaque cylindrical material was seen in the patient's airway. The excelon needle device was checked and it was found that the distal end of the catheter was sheared off. Removal of the detached fragment was attempted through a repeat bronchoscopy; however, the fragment moved distally into the patient's airway and could not be retrieved. A repeat procedure was scheduled (exact date unknown) in order to remove the detached piece. On (B)(6) 2016, it was reported that the patient had coughed up the detached fragment late in the previous week. A chest x-ray was performed and it was confirmed that the fragment was no longer present within the patient. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.